Manufacturer narrative:
No information has been provided to date. The device has not been returned. Investigation including root cause analysis is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing a tamper sticker. There was no evidence of the error recorded in the event history log. The reported problem was duplicated/verified. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The investigation found inaccurate delivery to be cause of the reported issue. The root cause was unknown. It was recommended to have the expulsor assembly trimmed as corrective action. Product is beyond 2 years from manufacture date of 2020-06 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously.